Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that fixos cs screw had a breakage during surgery can be confirmed since the returned device is matching the reported failure mode: the distal part of the screw is broken. Based on investigation, it is not possible to identify the exact root cause of the determined breakage. Upon microscopic inspection, we can observe some stress lines on the surface breakage. These lines were most likely done during screw insertion movements and from the inside (axis) of the screw to the outside (shaft) of the screw. Moreover, we can see that some threads are damaged and there is also a helical silver line on the distal shaft. However, regarding available information, no design or device related problem were identified within this investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If any further information is provided, the investigation report will be updated. Therefore, the investigation conclusion remains the same. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
The sales rep reported on behalf of the customer that a cannulated screw broke during implantation. Another screw was immediately available to complete the surgery. The surgeon had to remove the debris from the broken screw, therefore there was a surgical delay of 25 minutes.

Event description:
The sales rep reported on behalf of the customer that a cannulated screw broke during implantation. Another screw was immediately available to complete the surgery. The surgeon had to remove the debris from the broken screw, therefore there was a surgical delay of 25 minutes.